Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with alert for non-sustained right ventricular t-wave oversensing. Oversensing was noted via merlin.net. Programming changes were recommended, but not made at this time. The patient is doing fine.